Event description:
A prolumen device was used to perform a declot procedure. The first run of the device was performed without any complications. The prolumen device was removed and the wire was re-sheathed. The device was then inserted back into the sheath. As the physician was attempting to advance the wire he noted a lot of resistance. With a lot of pulling the physician was able to pull the wire back out but the wire was frayed and it had pulled some graft material out with it. The declot procedure could not be completed and a cuff catheter was inserted. No further complications were reported.